Event description:
Pt dislocated twice in 24 hours.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00419332_1644408-2023-01145; 400-03-401, s803 - dislocation, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.